Manufacturer narrative:
Citation: villa e et al. Risk factors for permanent pacemaker after implantation of surgical or percutaneous self-expanding aortic prostheses. J heart valve dis. 2016 nov;25(6):663-671. Presented at the 29th eacts annual meeting, 3rd-7th october 2015, amsterdam, the netherlands, rapid response session: transcatheter aortic valve implantation versus surgical aortic valve replacement. Doi: not available ¿ literature pdf attached. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without the return of the product, no definitive conclusion can be made regarding the clinical observations. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the risk factors for permanent pacemaker implantation following aortic valve replacement or transcatheter aortic valve implantation with a nitinol self-expanding prosthesis. All data were retrospectively collected from two centers between june 2008 and december 2014. The study population included 336 patients (predominantly female; mean age 82 years), 190 were implanted with medtronic corevalve bioprosthetic valves (no serial numbers provided). Valve sizes used were: 23, 26, 29, and 31 mm. Among all patients, one intra-operative death occurred. An additional 15 deaths occurred in-hospital or within 30 days post implant. No other details were reported. Multiple manufacturers were noted in the literature; based on the available information, medtronic product was not directly associated with the deaths. Among all patients, adverse events included: new permanent pacemaker implantation within 1 to 6 days post implant. The indications for permanent pacing comprised: second- and third-degree atrioventricular block, left anterior hemi-block, left bundle branch block, right bundle branch block, bifascicular block, and prolonged pr interval, qrs duration or qtc interval. Other adverse events reported: major stroke, myocardial infarction, major bleeding, and post-procedural intubation. Based on the available information, medtronic product was associated with the need for permanent pacing following valve implant and may have been associated with the other observed adverse events. No additional adverse patient effects or product performance issues were reported.